Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient was externally defibrillated while wearing the lifevest. The root cause for the open resistor was the external defibrillation, the lifevest is not defibrillator proof. There was no device malfunction contributing to the patient death. The lifevest was unable to detect the treatable arrhythmia due to varying amplitudes.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reportedly at home with ems present at the time of passing. Ems reportedly made resuscitation attempts on the patient. Per the patient's continuous ECG recordings, the patient's rhythm was bradycardia at 15 bpm from 4:48 pm to 4:55 pm on (B)(6) 2017. Asystole with CPR artifact was seen from 4:57 to 5:05 pm. At 5:26, the recordings show bradycardia. The patient then went into and idioventricular rhythm from 90 to 100 bpm. The idioventricular rhythm transitioned to ventricular tachycardia (vt) from 240 to 260 bpm which degraded to ventricular fibrillation (vf) with varying amplitudes. The patient remained in vf with varying amplitudes for approximately 3 minutes before a non-lifevest defibrillation was delivered by ems. The patient's post-shock rhythm was asystole with CPR artifact. The lifevest was unable to detect the treatable arrhythmia due to the varying amplitudes of the vf, therefore, no treatment was delivered by the lifevest. The patient's rhythm transitioned from asystole with CPR artifact to atrial fibrillation (af) from 90 to 100 bpm with motion artifact. The patient remained in atrial fibrillation with motion artifact from 5:05:56 pm to 5:52:03 pm when the device was shutdown. The patient was in a life-sustaining rhythm at the time of the device removal and subsequently passed away.